Event description:
A minimum fill notification was reported by the caller who accidentally started the cartridge change sequence while trying to prime new tubing, with approximately less than 50 units left. There was no adverse impact on the customer's blood glucose level. It was advised that there was no way to reverse the sequence, and a new cartridge would be required. The caller understood and agreed to replace the cartridge with a new one.